Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's nurse was assisted with correcting the time and date on the insulin pump. The customer's nurse stated that the customer would call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.